Event description:
The manufacturer service technician reported the device safety bar was stuck in the run position while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported the device safety bar was stuck in the run position while it was being serviced at the user facility. There were no adverse consequences related to this event.